Event description:
It was reported by service report that the pt right outer rail was broken at the IV pole connection and sharp edges were reported. No pt involvement or adverse consequences are reported.